Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead had been dislodged for a long time. It was noted that scar tissue had prevented movement of lead to be repositioned. Additional information indicates that dislodgement was confirmed through chest x-ray. High pacing threshold was also noted. This ra lead was surgically abandoned. No additional adverse patient effects were reported.